Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. After resetting, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was instructed to contact support again if any malfunction code reappeared and acknowledged the instructions.